Manufacturer narrative:
The device and stent initially performed as anticipated; however, the stent did not fixate as intended due to anatomical complexities. Surgical intervention was performed due to distal transverse arch hypoplasia. During the reconstruction of the aortic arch, the minima stent was partially cut.

Event description:
On (B)(6) 2025, two 6mm minima stents were used to treat native coarctation. The initial stent moved from the initial placement location due to difficult location and sizing of the lesion. After the second stent was placed, there were no adverse events recorded and the lesion was treated. During follow up, it was determined that surgical intervention would be pursued due to persisting hypoplastic transverse arch. It was acknowledged that the stent could be redilated, but the hypoplastic transverse arch would require surgery, so both were addressed during surgery. On (B)(6) 2026, the stent was partially cut through longitudinally during a procedure to reconstruct the aortic arch as well as treat the measured gradient.